Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed, a post of the journ art ins bcs std 5-6 lt13 broke. This adverse event was solved by a revision surgery performed on (B)(6) 2021, in which the broken device was replaced. The current health status of patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed, a post of the journ art ins bcs std 5-6 lt13 broke. This adverse event was solved by a revision surgery performed on (B)(6) 2021, in which the broken device was replaced. The patient has been discharged from hospital and is recovering at home.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, a revision was performed after a tka surgery (date unspecified), to retrieve and replace a tibial insert where the post was found to be broken. Reportedly the patient¿s current health status is ¿the patient has been discharged from hospital and is recovering at home.¿ no additional requested clinically relevant information was provided. Without the requested information, the root cause of the reported ¿post of jrny insert broke off,¿ cannot be definitively concluded. The patient impact beyond the device breakage and revision cannot be determined, and the patient¿s current health status is ¿discharged from hospital and is recovering at home.¿ therefore, no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.